Event description:
The device was used during a laparoscopic cholecystectomy. The safety shield did not come down over the blade when the trocar was introduced into the abdomen. The surgeon did not notice this and completed the case with the device. The rep was present and noticed the safety shield did not come down and wanted to send the product in. The reducer was left on the trocar, but there was no difficulty with the reducer. There was no consequence to the pt.